Event description:
It was reported that a large volume multirate infusor had an underinfusion. This occurred during infusion of fluorouracil and normal saline. The customer stated that the patient returned to the hospital 48 hours after the start of treatment and only a third of the initial volume had been administered. Approximately 100ml of the solution remained in the device. The control module was set to infuse at a rate of 3 ml/hr. The reporter stated that the air had been removed from the tube set in all three flow-rate positions. There was patient involvement, however there was no patient injury reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection and functional flow rate test were performed. No nonconformances were identified during evaluation. The flow rate was found to be within product specifications. Should additional relevant information become available, a supplemental report will be submitted.